Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A diabetes therapy consultant reported via email of low blood glucose readings and hospitalization. The customer had an ems visit last sunday. The customer stated that he had a low reading and passed out at work. The customer declined to speak with 24 hour helpline.